Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to oversensed noise in secondary vector. Boston scientific technical services (ts) discussed possible loose setscrew or seal plug damage may effect that vector and discussed reprogramming to primary. Attempts to recreate noise were made but were unsuccessful, therefore no programming changes were made at this time. No adverse patient effects were reported.